Manufacturer narrative:
Cylinders/pump unique identifier (UDI) # (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) reservoir migrated to the right lower abdomen; therefore, a revision surgery was performed to remove and replace the component. No patient complications were reported.